Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis could not confirm the reported event. (B)(4) one system error found in the programmer error log. No other anomalies found. (B)(4) no anomalies found.

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.